Event description:
It was reported that a prostaglandin infusion was unexpectedly found off at 1930. The module that turned off was the second module to the right of the brain and the only one that was affected. No alarms were noted. There was no reported patient impact.

Manufacturer narrative:
Updated b5 and d11.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a prostaglandin infusion was unexpectedly found off at 1930. There was no reported patient impact.